Event description:
The pt reportedly experienced loss of sound and loss of lock. External equipment was exchanged, however, this did not resolve the issue. Testing showed that the device is not functioning normally. Revision surgery will be scheduled.